Manufacturer narrative:
The recipient's pain began shortly after revision surgery, in (B)(6) 2024. The pain is located at the implant site and around the ear. It was suggested that the recipient take periods of rest from using the device. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery the device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's surgical site has healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and sound quality issues. The recipient presented with a hematoma resulting in headache, swelling and a fever following surgery. The recipient was prescribed antibiotics (type unknown) as well as ibuprofen, codeine, melatonin and riboflavin with no resolve. The recipient is currently being treated with morphine, codeine and analgesia. A review of the CT scan was unremarkable. The recipient's pain occurs with and without device use and is believed to be medically related.

Manufacturer narrative:
The recipient will be re-implanted at a later time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed additional codeine and morphine. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly continues to experience pain without the device. The recipient continues to take paracetamol, ibuprofen, codeine, and oramorph. The recipient will reportedly follow up with a neurologist for pain management. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.